Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. X-ray review result: post op images l2-s2 fusion shows a fracture of the right iliac screw head. Fusion status is unknown. Explant occurred three years after surgery. Patient age of 72 and failure of fusion are the most likely reason for failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-op, screw head's base which was on the right side of s2ai broke. Patient underwent revision surgery to replace the implant. No patient complications were reported as result of this event.